Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customers blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.